Manufacturer narrative:
(B)(4). This lot was manufactured from march 26, 2015 to march 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow properly. The device was filled with 110 ml fluorouracil and sodium chloride. The infusion was stopped after 39 hours. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.